Event description:
I injected my medicine into my thigh using a bd integra syringe with retracting bd precisionglide needle. Before the injection of the drug finished the plunger broke through the rubber and injected the needle into my thigh. I was able to dig it out with tweezers and didn't have to go to the ER. Bd order # ref (B)(4), lot # 0023680 cav 12 MFR date on: 06/2012, 3ml 25g x 1 dg (B)(4).